Manufacturer narrative:
A review of the complaint history for serial number (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 29-may-2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 1-1 off the bus was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to wo (B)(4), bd fse reported that the drawer was in a failed state. It was tried to be recovered but it won't open. Lights are out on interface board. Replaced drawer controller and interface boards. Lights were good. Fse reconfigured and tested drawer. Had client to login and inventory drawer. During dchu visual inspection: p/n 151903-01: inspection of the pcba observed thermal damage on integrated circuit u300. P/n 151622-01: an external visual inspection of the returned pcba was conducted. Inspection of the pcba observed no signs of physical damage, missing components or fluid ingress. During dchu testing: p/n 151903-01: dmm identified the 3.3v source shorting to ground. Further inspection of the pmc board the 3.3 volt circuitry found u300 damaged. P/n 151622-01: dmm and hta testing determined operation as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue, where the drawer was not detected on the bus, was identified as excessive current to the 3.3v circuit. This overcurrent condition caused thermal damage to component u300. The returned controller board was subsequently tested and operated as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. As per part investigation, it was determined that there was excessive current to the 3.3v circuit. This overcurrent condition caused thermal damage to component u300. There were no adverse events or injuries reported based on this event.